Event description:
It was reported that the device would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.

Manufacturer narrative:
Physio-control determined that the cause of the reported failure was due to a filter, designator fl9 from the analog pcb assembly. The filter fl9 was confirmed to have process residue and was found to be electronically leaky, which depleted the internal hlc batteries. The customer received a replacement device.